Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (4 mg/ml at .2 mg/day) via an implantable infusion pump for the treatment of chronic low back pain. It was reported that the pump site was infected and the device was explanted in 2017. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. A new pump implant was placed on (B)(6) 2019. It was noted that the old device was discarded and would not be returned for analysis. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.